Manufacturer narrative:
The disposable set involved in the case could not be returned, as it was discarded at the hospital. Neither the lot number of the disposable set, nor the serial number of the rapid infuser, were reported. When the rapid infuser detects a situation that is compromising effective infusion, the system stops pumping and heating, closes off the line the to the patient, sounds an audible alarm, and displays measures for corrective action, as it did in this case. We are continuing to follow up with the user facility to obtain further details about the case, as well as the serial number of the hardware device and the lot number of the disposable set. Without additional information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Belmont's sales representative received a complaint from the user facility and reported the following: "I received an email from (B)(6), chief of perfusion. He reported that during a case on 2/20, the machine registered an overheat. (B)(6) indicated that the overheat came after an infusion of 30+ liters of fluid/blood. The disposable was changed and the case was completed. The disposable is not able to be returned as it was discarded."